Manufacturer narrative:
Product event summary: the lead was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they experience anxiety due to the device alarming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the rv lead had high threshold measurements.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead had a possible connection issue.  It was noted that the device alarmed, and an interrogation was done, which revealed some high-rate non-sustained episodes, noise, and an impedance increase.  The physician assistant thought it might be a set screw issue.  The following day the patient arrived at the hospital for a procedure to determine the issue.  The physician rubbed the device area and noise/inhibition was observed, so the physician again thought it was a set screw issue.  During the procedure, the physician observed that the lead appeared seated well and the set screw was tightened.  Slight manipulation wasn¿t recreating any noise.  The physician took the lead out of the header, inspected it, manipulated it while hooked to an analyzer and saw no issues.  The impedance, threshold and sensing were all good.  The physician connected the lead back to the device and measurements were good.  It was noted that the rv lead had intermittent t-wave oversensing (twos) so reprogramming was done and the patient was sent home.  The following day, the patient returned to the clinic due to the device alarming for high impedance.  It was noted that the rv lead had high and undefined impedance measurements and no capture.  The patient went back to the hospital, the device was interrogated, which again revealed high and undefined impedance measurements and no capture.  While in the lab, the physician retested the rv lead using an analyzer and the impedance and threshold were normal.  The physician decided to replace the rv lead.  The new rv lead was connected to the old device and measurements were good.  Attempts to isolate the issue was unsuccessful therefore, to prevent the patient from coming back in, the physician decided to replace the device.  The device and lead were explanted and replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtpb2qq crtd; 459888 lead; 5867-3m adaptor implanted: (B)(6)2021. If information is provided in the future, a supplemental report will be issued.